Event description:
It was reported that the pump declared a cartridge change error, and despite attempts to resolve it, the error recurred, necessitating a pump replacement. There was no reported adverse impact to the customer¿s blood glucose level as the information was declined to be provided. Tandem technical support instructed the customer on various steps to check and resolve the issue, such as inspecting the cartridge and cleaning the pneumatic tap area, but ultimately decided to replace the pump with goodwill cartridges. The customer was informed about the replacement and instructed on returning the pump using a pre-paid label.